Event description:
Medtronic received information regarding a system being used outside of a procedure. It was reported that a localizer fault was displayed. There was no patient involvement. The system involved was a navigation system not a guidance system.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: unknown: camera refurb 9735821r vega base s8 svc lot number: p904141 h3) onsite functional and visual examination was performed by a manufacturer representative. The positioning sensor unit (psu) was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The returned psu contains scratches on the housing & lenses. A check of the event log revealed intermittent firmware incompatibility dating back to november 2020 and a position sensor error, dating back to september 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .825mm with a passing threshold of .250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.